Manufacturer narrative:
It is noted the patient code listed is applicable to the event upon further review.

Event description:
Additional information received approximately 3 weeks later via the healthcare provider (hcp) reported the patient was seen on (B)(6) 2016 and would be seen again (B)(6). It was indicated the rectal incontinence had been resolved but the patient was still having some soreness in the right leg, which is what the appointment was for.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not think the implant was working because she had a return of fecal incontinence symptoms the last couple days. The patient was implanted for bowel incontinence and did not feel as though the implant was working >50% for her symptoms recently. The patient was diagnosed with irritable bowel syndrome (ibs) and was taking probiotics, which were helping. She was doing a test to see if it was the implant or the probiotics that was helping her and went off the probiotics. When she went off the probiotics for 2-3 days her symptoms returned, so she suspected that the probiotics was what was helping her, not the implant. Stimulation was set at 1.0v on program 4 and it was on. She had been on program 4 since implant. When stimulation was increased up to 1.1v, she would feel pain "down there" and the stimulation would be too strong. There was no medical procedure or electromagnetic interference (emi) that could be related to this issue. It was noted that the patient had been on a motorcycle and the motorcycle had a lot of vibration. A follow up appointment was scheduled with her doctor for (B)(6) 2016. Stimulation being too strong had been occurring since implant ((B)(6) 2016). The return of symptoms started in (B)(6) 2016. The patient also mentioned that she had only gone through 3 days of the trial and that she had not gotten to the full 7 days. The trial started on (B)(6) 2016 and then had the implant 4 days later. During the trial, they skipped around on programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.